Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that reported that a x-ray was taken and the device is flipped/tangled. There is a plan to do a revision and a possible total replacement; however a date had not been decided at the time that the additional information was received.

Event description:
Additional information was received from a manufacturer representative that reported that the patient had a pocket revision in late (B)(6) of 2017 to address the issues of the difficulty charging and flipped implantable neurostimulator. There was an alleged overdischarge because the patient was unable to charge the implantable neurostimulator due to the implantable neurostimulator being flipped. An overdischarge was confirmed on (B)(6) 2017 through interrogation with the clinician programmer, patient programmer, and implantable neurostimulator recharger. One physician mode recharge was performed successfully, the patient charged for one hour with 2-4 coupling bars, and the power on reset message was cleared. The issue was resolved at the time of the report, and the patient¿s status at the time of the report was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient getting in the 40's for antenna locate results - 40, 42, 44 (highest they could get). There were coupling and or communication issues, and they could feel implantable neurostimulator but it seemed a little deep and there was still some swelling present per caller. It was reviewed to let the pocket heal further and recharge coupling may improve. The patient can sustain a recharge screen with 0 boxes filled but reviewed this is very slow charging. Additional information was received via a manufacturer representative from the patient on (B)(6) 2016. It was reported that it was difficult/the patient was unable to charge. About 6 weeks prior to the day that the additional information was received, the patient started having issues charging and was getting 0 coupling bars. The patient¿s previous history with charging has been a maximum of 2 bars since implant, but she has been able to charge the implantable neurostimulator. The patient¿s implantable neurostimulator was discharged because of the low coupling bars and only charging for 1 hour at a time. Repositioning the antenna does not resolve the issue. The implantable neurostimulator can communicate with the patient programmer and clinician programmer. An antenna locate session did not resolve the issue and the best that she could get was 42/42. Another antenna locate session was performed off of the patient and 42/42 was seen, and once they moved the antenna over the implantable neurostimulator, the values were 38-44/38-42. Once trying to charge again, the manufacturer representative was seeing 0 coupling bars shaded. The implantable neurostimulator was tilted and too deep. The implantable neurostimulator was moveable within the pocket. The manufacturer representative noted that she didn't think that it was too deep, but that it wasn't as shallow as other devices. The manufacturer representative was able to confirm that the implantable neurostimulator was in a new location from the previous implantable neurostimulator which is typically implanted deeper than rechargeable's. An x-ray had not been performed to determine if the implantable neurostimulator was flipped. The patient had lost some weight, but didn't consider this to be an issue. There was no stimulation due to a discharged implantable neurostimulator, and this was considered a gradual change in therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.